Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2005many years later legal complaint states that patient suffered mesh erosion, pain, scarring, mesh removal, urinary problems, dyspareunia, and adhesions. No further information has been provided.